Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system x-ray tube had a defect. The reoccurrence of the event and review of the system log file showed that the x-ray generator had errors and warnings. The fse replaced the x-ray tube. After the replacement of the x-ray tube, the system was returned to use in good working order. These codes were updated based on the investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the x-ray fluro is cut off. No patient harm reported. Philips has started an investigation of the complaint.